Event description:
The user facility reported a 49-year-old male (unknown race) undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had impella cp support due to the patient vt (ventricular tachycardia) arresting. The impella was placed and the patient vt arrested twice following incursion. Return of spontaneous circulation was obtained resulting in device malposition and lower than expected flows were achieved. There was a suspicion of the catheter kinking. The impella was removed and replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." Correction to the initial MFR report: d4-corrected model number. Added- d6a/d6b. F6/f8 should have been left blank. G1-corrected MFR site name and address.